Event description:
The customer reported false high patient results generated for all 3 (three) ise (ion selective electrodes) which includes sodium (na), potassium (k) and chloride (cl) assays involving their au5800 clinical chemistry analyzer. The patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The inspected the instrument and determined the buffer valves malfunctioned. The fse proactively replaced the reagent syringe, sample syringe, and clean flowcell. The primary cause of the failure was identified as buffer valves. The fse replaced the buffer valve which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).